Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered larger bolus amounts than intended. Pump data review by tandem technical support showed that the pump was functioning as intended as customer manually entered blood glucose (bg) levels of 569 mg/dl and 555 mg/dl. Bolus amounts of 2.81 units, followed by 7.27 units were appropriate based on bg values entered by customer. However, customer maintained that the pump did not deliver insulin as intended. The customer's bg was 52 mg/dl, and subsequently customer experienced a seizure and a small laceration after falling to the ground. Customer required assistance from paramedics and contact to treat bg via carbohydrate consumption. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.